Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes the cap was discovered to be broken. The following information was provided by the initial reporter, translated from chinese to english: when using the sst tube, it found that the stopper was crack.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes, the cap was discovered to be broken. The following information was provided by the initial reporter, translated from (B)(6) to english, "when using the sst tube, it found that the stopper was crack."